Manufacturer narrative:
Additional information: damage to the reference electrode caused by the reported external mechanical impact seems likely. However to determine an exact root cause device investigation would be necessary. No further information on possible further steps has been received.

Event description:
The audiologist reported the user had a recent fall on the implanted right side and poor performance followed.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The audiologist reported the user had a recent fall facing the implanted side (right) and poor performance followed.